Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's feet and legs felt like they were being squeezed or compressed with air. The entire physiology down there had gone kittywampus. The patient said they used a massage chair and were wondering if it could have done something to their leads. The massage chair was for pain in their shoulder and arms and they had been experiencing back pain recently. The patient forgot how to change groups. After product education, they were able to change amplitude, groups and/or programs. Group a felt like it was at a 9 and was too strong; it felt like they were walking on 2 water balloons so it didn't resolve the issue with their feet/legs. Group c was really strong but made their feet feel better; they decreased the stimulation to 4.4 and it was comfortable. They felt it down both legs and the issue regarding their feet/legs seemed to be better on group c. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type lead product ID (B)(4) serial# (B)(4): product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient noted that they had lost (B)(6) pounds since they were implanted with the device. When asked "to what extent did the massage chair affect your system" they reported that the strength of the signal was much stronger. A year ago they could turn it up to 9.5 and sustain it for 5 minutes and now 7.5 made their teeth chatter. They noted that the issue had not been resolved. When they were sitting their pain was a 2-3 and trying to walk was difficult (7-8) and that was with pain medication every 24 hours. Three months ago they began having terrible shoulder pain. Their doctor advised them to have an MRI and in the meantime they've tried using the massage chair they've had for 20 years. It stopped the pain and helped the pain in their feet/legs. However, they're sure that they disturbed the wires from the stimulator. Their healthcare provider wanted them to make an appointment to "kill" the lower back pain nerves but they cancelled their appointment twice because they read many negative things about the procedure. The patient reported that they felt like their legs were wet when they were not and were cold on a summer day. The past two months they had been the most functional that they had been in two years and reported they were going to "slow things down" before they "turned into a vegetable". No further complications reported.